Event description:
It was reported that a patient sustained blisters on the left calf after hair removal treatment with a lumenis one laser.

Manufacturer narrative:
Reasonable attempts by phone and fax were made to obtain treatment settings, patient info, and medical intervention info, however, none was received. An examination of the subject device by a lumenis technical subject matter expert concluded that no related device malfunction occurred and that the device operated within MFR specifications. A review of service records concluded that the user facility had the device serviced within a year. Lumenis is unable to determine a root cause for the reported event.